Event description:
In 2001 the end-user called minimed, USA and stated that end-user has a problem with end-user's quick set. The tape is sticking fine, but the cannula hub is detaching from the adhesive. When end-user woke up in the morning the cannula was out of end-user's body, and the hub was lifted off the adhesive. On june 14, 2001 maersk medical received the complaint and 1 used infusion sets. The near-incident took place in USA.